Event description:
The facility reported a pump with failure code 808:03. The reported condition was identified during patient therapy in which therapy was stopped for an unknown period of time. There was no patient injury, adverse event or medical intervention associated with this report. The uim (user interface module) master software (B) (4), categorized as colleague 2006. There is no additional information available.

Manufacturer narrative:
(B) (4). The pump was received and evaluated by baxter. The reported condition of failure code 808:03 was confirmed but not duplicated. The reported issue was caused by a loose battery screw stuck to the inlet valve. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report. (B) (4)

Event description:
The customer reported 12-lead ECG signal loss during monitoring. There was no patient impact.